Event description:
The patient was implanted with 5mm 20cm dense reinforcement type and polytetrafluoroethylene (ptfe) composite on (B)(6) 2020. An obstruction was confirmed on (B)(6) 2023 by echocardiography and was removed because a layer deviation was found. The patient underwent reoperation on (B)(6) 2023 and the vectra graft was replaced with a new one.

Manufacturer narrative:
A1-a4: patient initials, date of birth, and weight were requested but not provided. A2: patient age has been estimated based on a provided age range. Manufacturer's investigation conclusion: the report of a graft obstruction could not be confirmed. The customer reported that the vectra graft was implanted in (B)(6) 2020. An obstruction occurred on (B)(6) 2023, which was confirmed via echocardiography. The location had no history of puncture or percutaneous transluminal angioplasty (pta). It was reported that a ¿layer deviation¿ was found and the graft was replaced with another vectra graft. Photographs of the explanted vectra graft were submitted for review. The images showed graft had been cut open longitudinally. It was noted that the graft layers had become separated, however, it could not be determined if this was the result of the graft being cut, handling, or another unknown cause. No graft obstruction was visible in the photographs. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Vectra vascular access graft (vag) instructions for use (IFU) lists occlusion, stenosis, and thrombosis as potential complications with the use of a vascular prosthesis. Intragraft obstruction is listed as a potential complication in table 2 in the summary of vectra vag clinical experience section of the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the extraction site was a non-punctured area with no history of percutaneous transluminal angioplasty (pta). The patient was implanted with 5mm 20cm dense reinforcement type and polytetrafluoroethylene (ptfe) composite. An obstruction was confirmed by echocardiography and was removed because a layer deviation was found. The patient underwent reoperation on (B)(6)2023 and was repaired again with 5mm 20cm dense reinforcement.